Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump was received with a missing battery cap contact. No critical pump error (open book image) alarm noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Unit passed dat at 0.0869 inches. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Pump error 24 was found in the history files on 03/11/2024 10:39:00.000. Failed battery test was found in the history files on 03/11/2024 10:48:09.000. Unable to do the force sensor zero offset test due to moisture damage to the flex connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay and label damage (serial number label stained, peeling and faded). Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm not confirmed. Missing battery cap contact was confirmed. Pump error 24 was confirmed due to moisture damage to the electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and explained the pump performs safety checks and an open book image error was found. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The product mmt-1884 was requested and the customer response was the device will be returned.